Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material clogged the channel. The specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 2 inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. 4 inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. ¿inspection of the instrument channel¿ 2 insert the endo therapy accessory straight into the forceps port of the sealing accessory while closing its distal end and retracting it into the sheath. 3 confirm that the endo therapy accessory extends smoothly from the instrument channel outlet at the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end. 4 confirm that the endo therapy accessory is withdrawn smoothly from the sealing accessory." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the following: distal end had a burn; due to a pinhole on channel tube, water tightness was lost; due to damage on channel tube, the tube cleaning brush could not be inserted, channel cleaning brush could not inserted smoothly, and forceps could not be inserted smoothly; due to corrosion on video plug and damage on charged coupled device unit, b30(scope communication error) occurs; video connector case had a scratch; light guide connector had a scratch; label on light guide connector was peeled; light guide bundle had breakage; grip had a scratch; control unit had a scratch; channel tube had discoloration; adhesive on bending section cover (a-rubber) was detached; a-rubber was broken and due to a cut on a-rubber, and water tightness was lost; the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The uretero-reno videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there was a foreign body in forceps channel. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.